Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2017 with the following findings: it was observed that the returned cap for the cartridge cap was stripped and so not able to be tightened. The cartridge compartment was cracked across the top. A test cartridge cap could be tightened to the pump. Unrelated to the original compliant, it was noted that the battery compartment was cracked near top right and lower right corner of grip pad and the audio bolus button cover was missing. Due to the missing cover, it was not possible to test audio bolus button response from user input.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the cartridge compartment was found to be cracked. It was also noted that the cartridge cap threads were stripped. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.